Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temperature control). Therapy was completed and device was in the maintenance phase. Patient reached the target temperature of 37c, and patient temperature was 37.7c. Device was set into manual mode to check chiller. It was found that chiller was broken. Per follow-up via phone on 10jan2022, it was stated that there was no patient injury, and patient had to complete therapy using a different device. Customer sent the device to biomed and had no additional information to give.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temperature control). Therapy was completed and device was in the maintenance phase. Patient reached the target temperature of 37c, and patient temperature was 37.7c. Device was set into manual mode to check chiller. It was found that chiller was broken. Per follow-up via phone on 10jan2022, it was stated that there was no patient injury, and patient had to complete therapy using a different device. Customer sent the device to biomed and had no additional information to give.